Manufacturer narrative:
Additional information : two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed, and it was determined that the samples primed and flowed normally. No defect nor occlusions were noted in the returned units. Additionally, the filter from the returned sets were observed to performed as expected with no defects. There reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred during use of a micro-volume extension set. The device was being used with an unspecified infusion pump and a baxter needlefree connector. The reporter stated that during infusion, the pump presented an occlusion alarm. An attempt to flush the setup was unsuccessful, and the medication was disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.